Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported incomplete coaptation (slda) could not be determined. The reported recurrent mr was due to the slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report incomplete coaptation. It was reported that on 01-sep-2020 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Two clips were implanted successfully and the mr was reduced to grade 2. On (B)(6) 2023 a transthoracic echocardiogram was performed, confirming a single leaflet device attachment (slda) and recurrent mr grade 4 due to the previously implanted clip detaching from the posterior leaflet and remaining attached to the anterior leaflet. On (B)(6) 2023 a second mitraclip procedure was performed and an additional clip was implanted to stabilize the slda clip. The procedure concluded with a mr grade of 2. There was no clinically significant delay in the procedure and no additional information was provided.